Event description:
During the procedure, the physician tried to advance the working cannula and it broke. Medical intervention was required to remove the broken cannula from the vertebral body.

Manufacturer narrative:
Product was not returned for investigation. Product was discarded. A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, torque and tensile tests were performed. Torque and tensile test results for the lot met all specifications. Investigation revealed the device was manipulated without the stylet in place and most likely also included a side load. Per updated info, pt is doing fine. No further testing is required.